Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had increased frequency and duration of low flow alarms despite hydration and the patient became hypervolemic. Echocardiogram (echo) looked balanced; and the aortic valve appeared closed. The patient was hemodynamically stable. Computed tomography angiography (cta) was performed to rule out outflow graft obstruction (ofgo). Low-density thickening in the proximal 9 cm at the left ventricular assist device (lvad) outflow cannula resulting in 40 to 50% narrowing was seen. They were awaiting on cardiovascular (cv) symptoms interpretation. Log files were submitted for evaluation, and low flow events were recorded on 28may2026. There were also several momentary low flow events recorded. Some of these events were very brief and did not generate an alarm. These occurred at times when pulsatility index (pi) was elevated. The patient was admitted to the hospital on (B)(6) 2026. On (B)(6) 2026, additional log files were submitted for review, with known ofgo. The log files captured low flow alarm events on 9jun2026.